Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the center of the circular seal was cut and disengaged. It was reported that intra-operatively of a laparoscopic exploration being done on a patient with non-palpable testes where one testicle was located in the abdomen, the surgeon requested to apply an endoscopic clip to a part of the tissue. The surgeon was inserting the clip applier through the laparoscopic port on the patient's left abdomen but was meeting resistance. The clip did come through under laparoscopic visualization into the abdomen, but a piece of unknown material was seen coming through the port as well. The small piece released into the cavity but remained under constant visualization and was successfully retrieved and removed from the field. The material appears to be a piece of the silicone valve that would be inside the laparoscopic port. The port was removed and was replaced resolve the issue. The same clip applier was no longer used. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intende d. This issue may occur when contact is made with a surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 - concomitant product: 176630, 176630 endoclip iii 5mm applier, (sn# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a laparoscopic exploration being done on a patient with non-palpable testes where one testicle was located in the abdomen, the surgeon requested to apply an endoscopic clip to a part of the tissue. The surgeon was inserting the clip applier through the laparoscopic port on the patient's left abdomen but was meeting resistance. The clip did come through under lap visualization into the abdomen, but a piece of unknown material was seen coming through the port as well. The small piece released into the cavity but remained under constant visualization and was successfully retrieved and removed from the field. The material appears to be a piece of the silicone valve that would be inside the laparoscopic port. The port was removed and was replaced resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a laparoscopic exploration being done on a patient with non-palpable testes where one testicle was located in the abdomen, the surgeon requested to apply an endoscopic clip to a part of the tissue. The surgeon was inserting the clip applier through the laparoscopic port on the patient's left abdomen but was meeting resistance. The clip did come through under lap visualization into the abdomen, but a piece of unknown material was seen coming through the port as well. The small piece released into the cavity but remained under constant visualization and was successfully retrieved and removed from the field. The material appears to be a piece of the silicone valve that would be inside the laparoscopic port. The port was removed and was replaced resolve the issue. The same clip applier was no longer used. There was no patient injury.